Event description:
(B)(6) study . It was reported that reduced leaflet motility occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading doses of 81 mg of aspirin and 75 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated balloon valvuloplasty (bav). No conduction disturbances were noted post bav. The valve was treated with deployment of a 21 mm lotus valve. Successful repositioning of the 21mm lotus valve involved partial re-sheathing of the 21mm lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. In (B)(6) 2016, the subject was discharged on aspirin and other anticoagulants. In (B)(6) 2020, 1483 days post index procedure, echo core lab report revealed severe calcification and severely reduced leaflet mobility.